Event description:
Medtronic supplied incorrect sensors that were not compatible with my medtronic 780g insulin pump and its sensor 4 guardian-link transmitter. The appearance of the two versions--sensor 3 and sensor 4--is identical, packaging is identical. Labeling is demure and nothing stands out as to which product you have. No software error or warning occurs. Indicated glucose levels were wild swings causing the insulin pump to chase crazy high and low readings. I lost blood sugar control and stayed up all hours of the night responding to erroneous blood sugars readings. Background: medtronic staff recently processed my request for two replacement sensor 4 sensors and accidentally shipped sensor 3 models. I had stopped using sensor 3 sensors and 'guardian-link 3 transmitters' when I went from the 670g system to the 780g system, maybe a year or more ago. I received incompatible sensors and tried to use them. There was no warning I was trying to use incompatible components. Medtronic should differentiate the two, incompatible components and should prohibit accidental processing of an order for incompatible components. Cgm serial number: (B)(6), guardian link 4. Reference reports: mw5158749, mw5158750.